Manufacturer narrative:
Section h11: corrections made in the following section(s): (b3) event date should be (B)(6) 2018. (H1) correction from malfunction to serious injury. (D10) corrected to yes and add device received date.

Manufacturer narrative:
Pending evaluation.

Event description:
The reamer broke during surgery and the reamer tip was left in the patient.

Manufacturer narrative:
The device left in the patient reported in experience c2018-676 was likely the result of a combination of the ¿tight¿ femoral canal and an undetected crack in the distal tip of the starter reamer initiated prior to this surgery, which led to ultimate fracture of the distal tip of the starter reamer. No information provided in the following section(s): sex, weight, ethnicity, relevant tests/laboratory data, other relevant history, implant date, initial reporter occupation, PMA/510k, and device manufacture date. The following sections have additional info: patient identifier, date of report, brand name, common device name, (lot number), MFR site, PMA/510k (the original awareness date was 12-oct-2018), type of reportable event, and device evaluated by MFR. Corrections made in the following section(s): brand name, common device name and MDR reporting contact name.